Event description:
Patient was revised to address knee pain associated with aseptic loosening of the femoral component. Poly wear of the insert was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.